Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer reported that ¿about a month ago¿ (date not provided) he received an unspecified error message on his adc blood glucose meter. As a result of this issue, the customer was unable to measure his blood sugar level. The customer self-treated with an unspecified amount/type of insulin and ¿passed out¿, experiencing a loss of consciousness (date/time not provided). His mother called paramedics and he was transported to a hospital. He stated his blood sugar was measured at 15 mg/dl (date/time not provided). Customer was diagnosed with hypoglycemia and chronic obstructive pulmonary disease, and hospitalized for 3 days. Customer did not remember what treatment(s) he received. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
On (B)(6) 2016 a customer reported that ¿about a month ago¿ (date not provided) he received an unspecified error message on his adc blood glucose meter. As a result of this issue, the customer was unable to measure his blood sugar level. The customer self-treated with an unspecified amount/type of insulin and ¿passed out¿, experiencing a loss of consciousness (date/time not provided). His mother called paramedics and he was transported to a hospital. He stated his blood sugar was measured at 15 mg/dl (date/time not provided). Customer was diagnosed with hypoglycemia and chronic obstructive pulmonary disease, and hospitalized for 3 days. Customer did not remember what treatment(s) he received. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being filed as a correction.